Manufacturer narrative:
As of yet, mitek does not have possession of the complaint device. Upon receipt of the device, it will be subjected to a failure analysis. What ever the results of said evaluation, they will be the subject of a follow up report.

Event description:
Our affiliate reports that during an acl repair, a portion of the distal tip of the screwdriver broke off into the fixation screw and remains captured therein within the pt's body. The case was concluded successfully without further incident or harm to the pt.